Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, auto mode switch episodes were observed due to competitive atrial pacing. No patient symptoms were reported. The patient will be brought in clinic to make the programming changes. No further information is available.